Event description:
Prior to use, equipment developed rust after going through central sterile supply in an ultrasonic cleaner. The equipment received was not surgical grade quality stainless steel as the vendor stated.